Event description:
Home patient contracted peritonitis during treatment with homechoice device. Home patient is being treated on outpatient basis with intraperitoneal vancomycin. Home patient is recovering well. There was no device malfunction indicated and health care professional states she does attribute as the cause of the infection.